Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Unit has been received at the service center, investigation is currently in progress. Once investigation is complete a supplemental report will be filed. Referencing related MFR report # 2936999-2016-00673.

Event description:
Covidien received report patient turned blue. Nurse attempted to connect the pulse oximeter but received a system error. Another oximeter was used to monitor patient without malfunction. At this time, the nurse is unable to confirm which of the units the failure occurred. Covidien confirmed patient condition is stable.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. Visual inspection was performed on the nell pcb and no a nomalies were observed. Error log was checked and several instances of error 010 were observed. A test ds100a was connected and unit generated an error 10. Symptom was repeatable through several power cycles. Unit was disassembled and a test nell pcb was installed. If information is provided in the future, a supplemental report will be issued.